Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 400 mg/dl. The customer was treated with intravenous drip and manual injection. Customer stated that they received sensor signal not found alert. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of event. The insulin pump will not be returned for analysis.